Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular branch proximal right coronary artery. A 3.0x12 synergy drug-eluting stent was attempted to placed but had difficulty advancing. The guidezilla ii was tried to insert but it could not be inserted and when pushed strongly, the shaft broke outside the body. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. After that, pre-dilation was performed using wolverine and a synergy drug eluting stent was placed. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).